Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that it is damaged at the point where the reservoir enters the pump. There is a usually a clear plastic piece that keeps the reservoir from turning and it has come off from my pump. Customer stated he noticed the piece came off and he put it back in place. Customer stated it occurred about two weeks ago. Customer stated today the piece is completely missing.the customer stated the reservoir turns.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.